Event description:
The patient reported that the pump time was running behind. The patient reported that he set the pump time using his cell phone, when he later attempted to deliver a bolus, he noticed that the pump time was off by 3 hours. The patient confirmed that the pump was not resetting time and date during battery changes. The patient reported that the time being incorrect was affecting the basal delivery and his blood glucose, which was running 14 to 16 mmol/l with no symptoms. This report is made based on the allegation that the pump malfunctioned by not keeping accurate time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated the following manual time changes: (B)(6) 2011 5:25 pm to (B)(6) 2011 3:25 pm, and (B)(6) 2011 9:38 am to (B)(6) 2011 12:14pm. There were no alarms related to the complaint noted in the pump history. A timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed the following: the keypad is torn, and the keypad buttons are unresponsive; there was evidence of corrosion observed under all button key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The display screen is dim, which has no effect on insulin delivery function. The battery compartment is cracked, and there was evidence of corrosion observed in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.